Event description:
It was reported that during an ebus-tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure, the single use aspiration needle broke 1-2cm from the tip and was lost in the patient¿s endobronchial tree. A full body CT scan was performed, which revealed the needle tip in the stomach. An egds (esophagogastroduodenoscopy) was then performed, and the needle tip was removed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final investigation and to correct the previously submitted report. Corrected field: d4 - primary UDI number. Updated fields: d8, d9, h2, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: 1. During a procedure, a bending force was applied to the needle tube when, for example, the patient moved. The needle tube was bent considerably. 2. After that, a straightening force was applied to the needle tube. 3. Due to the bending and straightening, the strength of the needle tube decreased. As a result, the needle tube broke off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.